Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw driver broke while tightening the set screw. Concomitant device reported: unknown set screw (part # unknown, lot # unknown, quantity unknown). This complaint involves three (3) devices.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # : (B)(4). UDI: (B)(4). Device initially reported as a malfunction. Device was returned for evaluation and the observed damage of stripping does not constitute a reportable event. As such, this event is now considered to be a non-reportable malfunction.